Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. Operative reports have been received and attached to the file.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2023. B3: only event year known: 2020. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient with history of morbid obesity(bmi 53) underwent a laparoscopic sleeve gastrectomy and hiatal hernia repair. Operative note indicates surgeon dissected out the hiatal hernia, which was noted to be small. He then proceeded with the creation of the sleeve using the ¿echelon power stapler to divide the stomach and create the sleeve.¿ the surgeon used one green staple load, followed by a gold load and four blue loads until the gastric division was completed. The surgeon ¿inspected the staple lines and noticed they were all well formed.¿ he also ¿inspected the staple line for bleeding and the hemostasis was excellent.¿ no difficulties noted with use of staplers. On postop day 1, the patient had significant dysphagia and was given steroids. This slightly improved on postop day 2. An upper gi on pod #2 noted a mildly delayed transit of oral contrast within the lower 3rd of the esophagus extending to the gastroesophageal junction. There was also brief intermittent curvilinear extension of contrast near the gastric sleeve, but the exam noted this ¿likely represent[ed] contrast filling around intraluminal postsurgical change. No residual contrast is seen after contrast bolus to suggest uncontained leak¿ and patient was discharged on pod# 3. On pod#4 patient presented to the hospital reporting severe onset of abdominal pain. CT revealed a ¿defect in the posterior gastric fundal wall that measures 4 mm with extravasation of oral contrast into the left upper quadrant.¿ the patient was taken to the or for washout and drainage on pod #5. No obvious gastrostomy or gastrotomy was revealed. Operative note indicates ¿the staple line appeared intact. The exudative process was primarily localized to the proximal stomach.¿ upon insufflation with saline, there were no bubbles suggesting no clear location for the leak. The staple line in the posterior surface of the stomach was ¿once again interrogated. No opening was revealed.¿ accordingly, the surgeon elected to drain the region. Postoperatively, the patient had shortness of breath. An upper gi fluoroscopy on pod #8 demonstrated a persistent leak along the left subphrenic region. The patient was taken back to the or for lap washout, repair of gastric leak, omental patch, drain placement, and j tube placement. The surgeon identified purulent fluid at the top of the sleeve and saw the leak area at the very top of the staple line. ¿it was small.¿ the area was oversewed with 2-0 vicryl sutures after cleaning out the area. Nearby omentum was also sutured to the sleeve around the repair for extra protection. An endoscopy did not identify any remaining leak. The patient tolerated the procedure well. An upper gi on pod #12 noted that the previously noted leak was not visualized on the exam performed that day. The patient did well and was discharged on pod#15.